Event description:
It was reported that patient had ipg replacement procedure with no reported complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation on approximately (B)(6) 2019 and prior to the loss, the ipg had a low battery warning. The ipg was found to be unable to communicate with external devices. Surgical intervention to address the issue may take place at a later date.